Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the hospital.

Event description:
It was reported that a dash 4000 pt monitor did not provide a ventricular tachycardia (vtach) alarm on (B)(6) 2010 at 1:30 pm. The pt was being monitored simultaneously on a dash 4000 monitor and a telemetry system. Both systems had their own electrodes. The telemetry system reportedly generated an audible and visual alarm for the vtach event while the dash monitor did not. After the event, on (B)(6) 2010, a facility biomedical engineer performed alarm activation tests on the involved dash monitor and the device functioned as expected. No pt injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.